Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having low blood glucose of 33 mg/dl due to not eating enough carbs. Customer inquired on reading on display screen. Customer declined troubleshooting. Customer received assistance with display screen reading. Customer treated low blood glucose with orange juice and blood glucose stabilized at 109 mg/dl.